Event description:
Mother of end user, (B)(6) stated that while her son was taking a shower, the shower commode allegedly broke right through the middle in the rear that caused her son to fall right through the seat. She stated that he has scrapes and bruises and he appears to be fine but she will take him to the doctor to be sure he is ok.